Manufacturer narrative:
Bayer case number: (B)(4) acute pain, [pelvic pain female] bleeding, [genital bleeding] back pain, [back pain] hair loss. [Hair loss] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("acute pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), back pain ("back pain") and alopecia ("hair loss"). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: information reported by the patient through a comment in a journalistic article: 2015: patient inserted essure in 2015 and since then has been severely affected by acute pain, bleeding, back pain, hair loss, among others. Unknown date: the patient says she is one of the victims and even though she is compensated, the amount does not cover the suffering of ten years of this contraceptive method. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Acute pain [pelvic pain female]. Bleeding [genital bleeding]. Back pain. Hair loss. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("acute pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), back pain ("back pain") and alopecia ("hair loss"). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: information reported by the patient through a comment in a journalistic article: 2015: patient inserted essure in 2015 and since then has been severely affected by acute pain, bleeding, back pain, hair loss, among others. Unknown date: the patient says she is one of the victims and even though she is compensated, the amount does not cover the suffering of ten years of this contraceptive method. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.